Event description:
It was reported that a leak was observed from the cassette during use on the homechoice (hc). No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A sample was returned for evaluation. A visual inspection was performed with cracks noted in the side of the cassette. A clear passage test and pressure were performed. A leak was noted in the cassette. The reported problem was identified and the cause was determined to be a crack in the cassette. The cause for the crack could not be determined. Should additional relevant information become available, a follow-up report will be submitted.